Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil had difficulties detaching during use. The physician noted that they used the usual method for the coil. The physician attempted 2-3 times with instant detacher to detach the coil and they broke the break indicator, and moreover broke the distal side. Then they pulled the wire. Prior to coil non-detachment the microcatheter kicked back because it was about 5 mm ahead of the catheter tip. The implant coil was eventually implanted. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment for aneurysm. No other information provided.